Event description:
It was reported that a patient underwent an unknown procedure and a drain was used. During milking, breakage of the drain outside the patient¿s body occurred on (B)(6) 2014. There was no adverse consequence to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.